Event description:
It was reported that during normal follow up, noise was observed. Patient was asymptomatic. Lead revision is planned. No further information is available at this time.

Event description:
New information notes the lead was capped.

Manufacturer narrative:
No medwatch form was received.